Manufacturer narrative:
(B)(4).

Event description:
The catheter dislodged and had pulled out of the intrathecal space. On (B)(6) 2011 the catheter was revised. The pump contained lioresal. The drug concentration was changed from 2000 mcg/ml to 500 mcg/ml following the revision. A bridge bolus was programmed with the old drug desired dose of 100 mcg/day. On (B)(6) 2011, the patient was "very spastic," therefore, the bridge bolus was canceled and the pump was reprogrammed with a prime bolus to simulate the bridge bolus. The prime bolus would deliver 150 mcg/day. The patient's outcome following this intervention was not reported.